Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED SINCE JANUARY PRIOR TO THE DATE THE MANUFACTURER BECAME AWARE.

Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING INADEQUATE PAIN RELIEF.

Event description:
It was reported that the patient was experiencing inadequate pain relief.Additional information has been received that the patient underwent revision procedure and was doing well postoperatively. Explanted device was not returned due to policy.

Manufacturer narrative:
Investigation results, Media Review, Device Analysis:The device was not returned for analysis; therefore, a technical analysis could not be performed.Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.Block B3: Exact date unknown, event occurred since January prior to the date the manufacturer became aware.